Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the ccm was located at the distributor facility and a manufacturer trained service representative detected the problem.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'hard drive failure' message. There was no patient involvement.